Event description:
Patient had pigtail chest tube to suction with intermittent leak. Rn noticed increased bubbling and came to office to tell nps (nurse practitioners). Nps to room to assess. Took down dressing and found tube was completely broken proximal to the hub. It was recommended by physicians to pull the tube. The chest tube was pulled. When hemostat was attached to tube the tube continues to chip off and break into tiny pieces. No difficulty inserting the device and no visual indication that the device was faulty prior to insertion. Packaging intact prior to use. Device was in the facility's department for approximately 10 months prior to use.